Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness when driving their car. The patient did not experience any other symptoms before losing consciousness. When the patient regained consciousness there was a sheriff who gave him skittles and sugar tablets. When the ambulance arrived a fingerstick was taken, and the cgm reading would have been ¿way off¿, but no specific cgm nor blood glucose reading was reported. The patient was treated with intravenous glucose and was brought to the hospital. No further treatment was reported to be needed and after 4 hours the patient was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.